Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances. The impedances rose gradually from 85 ohms to 133 ohms. As the patient is dependent, a revision procedure was scheduled. This rv lead was surgically abandoned and replaced. During the revision, fluoroscopy was performed, but no physical damage on the lead was observed. No additional adverse patient effects were reported.